Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and 'absence" and was provided glucose and cola by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and 'absence" and was provided glucose and cola by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional investigation was performed for sensor (B)(6). Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned puck and did not observe any evidence of misuse or abnormalities. De-cased the returned patch and observed no issues with the patch's components or sensor flag. An accuracy test on sensor was performed; and no inaccuracies in the electrical current being read by the returned patch during the test, indicating patch electronics are functioning as intended. No other issues were identified. The sensor appeared to have terminated due to sensor falloff. The termination did not have an impact on product functionality. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a sensor error message while wearing the adc device. As a result, on 05sep2022, the customer experienced dizziness and 'absence" and was provided glucose and cola by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.